Manufacturer narrative:
Additional contact: (B)(6). Address: (B)(6). Name: (B)(6). Email: (B)(6). Product complaint analyst.

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump alarmed with an error code listed on the screen. It was advised that the batteries be removed and replaced to reset the pump. The patient then called an hour later stating that the issue returned. There was no further information available and no reported adverse event.